Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision s-fit and global advantage shoulder replacement, (B)(6) private (B)(6) 2018. Primary implant date: (B)(6) 2004. S-fit glenoid use with global advantage stem for anatomical shoulder replacement 14 years ago. Patient experienced pain onset and was advised to revise due to rotator cuff deficiency. There was poly wear and glenoid wear to the point where there was metal on metal with the prosthesis. Revised all implants, with delta xtend reverse shoulder. Relevant patient pre-existing conditions/ comorbidities: rotator cuff deficiency. Patient initial (B)(6). Unknown jrn: (B)(4) s-fit glenoid bearing 44x3 lot # 1141284; unknown jrn: (B)(4) s-fit mb glenoid 44mm lot # ymv-40; unknown jrn: no product code - 3.5x28 screws for s-fit - lot # unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.